Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that three of the customer's sensors got stuck inside of the serter and broke. The customer blames the serter for the sensor breaks. No further details were given. The broken sensors were not returned and three replacement sensors were shipped to the customer.